Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Event description:
It was reported via phone call that the customer had unresponsive buttons. The customer states the buttons on her pump are sticking. She has to use her nails to press the up or down arrows on the keypad. The customer blood glucose was unknown at the time of the call, however the customer did state she has been high. The customer refused troubleshooting. The insulin pump will be returned for analysis.